Event description:
The consumer's letter alleges she has had two knee walkers malfunction within 3 weeks. The consumer is seeking compensation. No dates of incidents have been given. The consumer had a previous complaint in (B)(6) 2011 on # (B)(4). No injury is alleged.

Manufacturer narrative:
No RMA has been issued for the return of the knee walker. The model and serial number of the knee walker is unknown. The manufacturer of this knee walker is unknown. A manufacturer notification letter for this MDR is going out to (B)(4). (B)(4) manufactures knee walkers for invacare distribution. Invacare provides user manuals for knee walkers which warns users to read and fully understand before using the device. It si unknown if the consumer fully read and understands the user manual. "Warning: do not install or use this equipment without first reading and understanding this instruction sheet. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to install this equipment - otherwise, injury or damage may occur. Each individual should always consult with their physician or therapist to determine proper adjustment and usage. A physical/occupational therapist should assist in the height adjustment of the knee walker for maximum support. Care should be taken to ensure that all parts of the knee walker are secure and the casters are in good working order before use. Do not sit on the knee walker. Do not use the knee walker as a wheelchair or transport device. Always observe the weight limit on the labeling of your product. Check that all labels are present and legible. Replace if necessary. If the push handle is exposed to extreme temperature (above 100 degrees f or below 32 degrees f), high humidity and/or becomes wet, prior to use, ensure the handgrip does not twist on the push handle - otherwise damage or injury may occur. Do not attempt to reach objects that are out of your immediate reach while using this device. Do not reach for objects if you have to lean or shift position on the knee pad. Do not hang anything from the frame of the knee walker. Items should be placed in the basket. Items should not protrude from the knee walker basket - otherwise, injury or damage may occur. The basket can hold up to 10 lbs." It is unknown if the consumer was using accessories on the device. Page 1 - accessories warning: invacare products are specifically designed and manufactured for use in conjunction with invacare accessories. Accessories designed by other manufacturers have not been tested by invacare and are not recommended for use with invacare products. The height of the consumer is unknown. Patient height min. / max - model 65960 5' 2" - 5' 10". It is unknown if the consumer installed the casters correctly and followed the procedure below. Installing the rear caster assemblies note: for this procedure, refer to figure 1. Note: to remove the rear caster assemblies, reverse this procedure. Remove the plastic from around the rear casters. Press the snap buttons on the rear caster tube. Note: when installed properly, the caster and brakes will face outward. Insert the rear caster tube into the frame tube and slide the snap buttons to one of five height adjustment holes. Note: there will be an audible "click." Install the other rear caster assembly into the opposite frame tube. Installing the front casters note: for this procedure, refer to figure 1. Note: to remove the front casters, reverse this procedure. Remove the plastic from around the front casters. Press the snap buttons on the front caster tube. Caution - the front caster with the colored marking must be installed on the same side as the user's injury. The front casters must be adjusted to the same height adjustment hole that the rear caster assemblies are adjusted to. Insert the front caster with the colored marking into the frame tube on the same side as the user's injury. Slide the snap buttons to the same height adjustment hole as the rear caster assemblies. Note: there will be an audible "click." Install the other front caster into the opposite frame tube. It is unknown if the consumer adjusted the height correctly as stated below. Adjusting the knee walker height: note: for this procedure, refer to figure 1. Press the snap buttons on the caster tube. Slide the snap button to one of five height adjustment holes. Note: there will be an audible "click." Caution - the front casters must be adjusted to the same height adjustment hole that the rear caster assemblies are adjusted to. Adjust the front and rear caster assemblies to the same height. It is unknown if the consumer installed the push handle correctly. Installing/adjusting the push handle: note: for this procedure, refer to figure 2. Caution - the side of the push handle with the colored marking must be inserted into the frame tube on the same side as the user's injury. If the user's injury is on the right side: press the snap buttons and insert the push handle into the frame tubes. Slide the push handle to one of seven height adjustment holes. Note: there will be an audible "click." Snap the brake lead into the brake lead brackets. If the user's injury is on the left side: turn the push handle over. Remove and snap the brake lead brackets onto the opposite frame tube. Note: make sure that the brake lead is on the outside of the knee walker frame before inserting the push handle into the frame tubes. Press the snap buttons and insert the push handle into the frame tubes. Slide the push handle to one of seven height adjustment holes. Note: there will be an audible "click." Remove two screws that secure the push handle brake assembly around the frame tube. Retain the screws. Rotate the assembly over the top of the push handle. Secure the assembly around the push handle with two screws. Snap the brake lead into the brake lead brackets. It is unknown if the consumer follows the care and maintenance instruction provided below. Care and maintenance: periodically inspect all parts of the knee walker for wear or damage. Replace any broken, worn or damaged items immediately. Verify the operation of the brakes. Contact your invacare dealer for brake adjustment if necessary. If hand grips are loose, do not use the knee walker. Periodically inspect the casters and caster stems for tightness. Verify that the wheels are free of hair, lint and other debris.